Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neurosurgery interventional procedure with a small bore sheath. Reportedly, the device was unable to be removed from the patient anatomy. While attempting to remove it, a sheath separation occurred. A cutdown was used to remove the separated sheath from the anatomy and achieve hemostasis. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported separation of the guide was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. In this case, it is likely the guide broke or separated during insertion due to the angle of insertion, or anatomical conditions in relation to the device as the posterior needle tip did not indicate contact with foot or cuffs. The separated guide condition would induce the observed needle to cuff miss, and if separated would prevent the foot closing creating the entrapment of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. H11: additional information received on 13-may-2024 clarified that this complaint ((B)(6)) is a duplicate of (B)(6). The initial medical device report (MDR) has already been filed; therefore, the investigation for (B)(6) has been included for this report.

Event description:
Subsequent to the initially filed report, the following information was received: the interventional procedure and attempted arteriotomy closure with the prostyle device where a guide separation occurred was at kosei hospital. Hemostasis was temporarily achieved with surgical cutdown and the patient was transferred to nishinomiya watanabe hospital to remove the separated portion which remained in the blood vessel. A snare device was used to remove the separated piece surgically. No additional information was provided.